Event description:
It was reported the ra analyzer would not work even with new analyzer installed. It was also reported the handle was broken. The programmer was returned for service. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the customer comment, however it was found that the device was broken at the handle. (B)(4): the analyzer was analyzed and no anomalies were found.